Event description:
A malfunction alarm was reported, identified with the code malf 16, and there was no adverse impact on the customer¿s blood glucose level. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.